Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to battery power was confirmed via functional and log file analysis. The system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 2 days (13aug2020 09:15:52 ¿ 12:25:21, 22sep2020 per timestamp). The events occurring on 22sep2020 took place during lab testing at abbott. Throughout the log file there were atypical drops in bus voltage on both power leads while connected to the mobile power unit (mpu) and battery power. Intermittent atypical low voltage advisory alarms were active on 13aug2020 at 11:17:28 ¿ 11:17:35, and at 12:22:17 - 12:22:57 while connected to battery power. These alarms coincided with fluctuating rsoc voltage readings on both power cables; which were not coincident with power source exchanges. Pump operation was not affected by these alarms. The driveline was disconnected on 13aug2020 at 12:24:13 for a controller exchange. The system controller underwent preliminary and functional testing. The controller failed preliminary testing due a replace power alarm activating during extended operation. The power leads were troubleshot to investigate the alarms and it was found that the resistance of the underlying wires of the power cables were above the accepted threshold value. The white power cable¿s underlying wire resistances ranged from 4.8ohms ¿ 0.7mohms and the black power cable¿s underlying wires ranged from 1.4ohms ¿ 535ohms. The cables were stripped of their outer jackets and strain reliefs to reveal their underlying wires. There was no damage observed to any of the wires. The controller¿s power cables were swapped with test power cables and resubmitted for preliminary and functional testing. With the test power cables attached the controller passed all testing without issue. The controller was able to operate a pump for extended operation with no issues. Additional information provided on 20aug2020 stated that low voltage alarms were resolved after the controller exchange. The patient is stable with no adverse consequences. The root cause of the reported event was conclusively determined to be due to conductor breakdown within the underlying wires of the power leads. Incidental findings: damaged strain reliefs, missing software label, missing serial label, dim pump running led, fluid ingress. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states not to bend, twist, or kink the power cables of the controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had power related alarms on his controller while being connected to 14 volt batteries. A review of the log files confirmed the low voltage alarms and low white cable voltages. The controller was to be exchanged. The controller will be exchanged and sent in for investigation. The controller was exchanged. No irregular alarms were seen. The controller was to be picked up from the hospital on (B)(6) 2020. The controller was to be sent to brussels edc before being sent back to abbott. The patient was stable and asymptomatic. The plan of care was to continue to observe the patient.